Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment were discontinued. At the time of this report, the patient has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy fluid. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. A day after the event onset, the patient was treated with amikacin injection (250mg, ongoing) for peritonitis. Four days after the event onset, the patient was treated with vancomycin injection (1.5gm, every 72 hours, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.